Event description:
Consumer complaint of blood result reading of "lo". Customer stated meter gave her a blood test result of lo and she is feeling fine then she tested again and got an e-3. Reviewed proper testing technique. Verified the strips expire 8/16/16. Ran a blood test, 155mg/dl. Customer states that 155mg/dl is her expected glucose in the morning. Reviewed the results in the meter memory; "lo", 151, 181, 183 & 158mg/dl (time & date not set). Customer stated all tests done in the morning fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage, user had an inaccurate reference, user reused test strip, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/03/2014).